Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold during discharge. An x-ray showed that the lead position had changed, and the lead is being tensioned. Also, the lead appeared to be pulled and there is a high possibility of dislodgement. The physician arranges a schedule of lead repositioning at the time of follow-up. Additional information indicated that the helix of this rv lead could not be retracted, and resistance was encountered when the lead was pulled. This lead was surgically abandoned, and an attempt was made to implant a new lead from the same side, but the vein was occluded. A new lead was implanted on the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold during discharge. An x-ray showed that the lead position had changed, and the lead is being tensioned. Also, the lead appeared to be pulled and there is a high possibility of dislodgement. The physician arranges a schedule of lead repositioning at the time of follow-up. Additional information indicated that the helix of this rv lead could not be retracted, and resistance was encountered when the lead was pulled. This lead was surgically abandoned, and an attempt was made to implant a new lead from the same side, but the vein was occluded. A new lead was implanted on the right side. No additional adverse patient effects were reported.